Event description:
It was reported that the patient experienced an unlock function issue with the ilet following a recent fall in which the device was potentially impacted, and the device was replaced after troubleshooting and education. Symptoms included hyperglycemia, with a highest blood glucose of 335 mg/dl and approximately one hour above range, without ketone testing or acute clinical effects. Outcomes included the use of backup therapy with 10 units of novolog and continued cgm use on dexcom, with no hospitalization or professional medical intervention. Investigation included review of the reported event, confirmation of shipping and return logistics, patient education on shutdown procedures, and data handling guidance. Investigation of this device revealed a suspected hardware issue consistent with screen or external damage affecting functionality after impact, with no data transfer to the replacement device and no additional device system faults reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to impact leading to device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.